Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed occlusion alarms with a high force. The rewind, load, and prime steps were performed successfully. The force calibration testing passed. The pump was run for 24 hours and no occlusions occurred. The pump was opened to find moisture throughout the pump casing. The pump was opened to find moisture throughout the pump casing. Unrelated to the original complaint, the battery compartment was cracked at the threads to the grip pad, and from the case seal to the grip pad.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.